Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional preclose device referenced in b5 is filed under a separate medwatch report number. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided.na.

Event description:
It was reported via a tweet that: "multiple failed #perclose post impella. Heavily calcified cfa! Two 8f #angioseals did the trick! This is how to do it. Place two wires through the 14f sheath. Remove the sheath and place 8f sheath on one wire and angioseal using the other then angioseal using the second wire. You could leave a third wire for another bailout, just have to start with 3 wires." No additional information was provided.